Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the keypad cover was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were unresponsive due to moisture damage. The keypad cover was removed and no contamination was found under any button contacts. The pump case was found to be cracked near the upper right corner of the display. A leak test was performed and a pump case leak was found. The pump case was removed and evidence of moisture corrosion was found throughout the inside of the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.